Event description:
It was reported that the patient presented for an unrelated procedure. During procedure, it was noted under fluoroscopy that the right ventricular lead had externalized. The lead tested fine electrically and remained in service with no plan to revise it.